Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The software was reloaded and the collimator calibration performed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 displayed iris potentiometer errors intermittently. There was no adverse patient involvement reported. There was no patient info reported.